Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that significant drop in pacing lead impedance and sensing along with no capture was observed. Lead dislodgement was noted. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient was fine.

Manufacturer narrative:
(B)(4).